Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, the balloon ruptured during the procedure. The device was removed without any problems, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition after the procedure.